Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood and contrast visible in the loosely folded balloon, inflation lumen and hub, consistent with a leak while in the patient anatomy. A new indeflator, filled with water, was used in an attempt to inflate the balloon to the rated burst pressure (rbp) of 16 atmospheres when fluid began to leak from a 2.5 mm longitudinal tear in the distal shaft 6 cm proximal to the proximal seal. There were two scratches near the distal end of the tear. There was no damage noted to the balloon. It is likely that the tear in the shaft was what was perceived by the account as a balloon rupture. Factors that may contribute to a tear in the shaft include, but are not limited to: manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity and rated burst pressure prior to release. The patient anatomical information was not provided in the case details which would have aided the investigation; however, there was no report of any leaks or damage to the product noted during visual inspection or preparation for use. It is possible that the shaft was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy such that the shaft leaked upon inflation at the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed. A definitive cause for the noted tear in the shaft cannot be determined and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
Subsequent to the initial report being filed, the following information was received: the vessel was the right coronary artery. Pre-dilatation was performed with a non-abbott balloon catheter. The stent was fully deployed with a post-dilatation balloon catheter.

Event description:
It was reported that the promus rx stent delivery system was unable to inflate during the procedure. The device was removed outside of the patient and was able to inflate but did not retain pressure. Observation of the balloon revealed a hole. No patient effects were reported. No additional information was provided.